Event description:
On (B)(6) 2011, the lay user/patient's caregiver contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter displays english/espanol and the selection flashes back and forth automatically until meter is powered off. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the alleged issue first began. The patient manages his diabetes with insulin (self adjuster); however, it is unclear what action the patient took in response to the reported meter issue. It is not clear if the patient developed any symptoms as a result of the alleged issue and it is also not specified if the patient received any treatment after the reported meter issue began. At the time of troubleshooting, the csr noted the alleged issue was not resolved with training. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. There is no indication the patient suffered from any serious injuries and there is also no evidence the patient received any form of medical intervention after the alleged issue began. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter¿s pcb board was found to be contaminated at u5. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.the 510(k)# is k073231.